Event description:
It was reported that the user experienced recurrent low glucose readings overnight after announcing a meal, with the ilet displaying a nadir of 42 mg/dl while contemporaneous fingerstick measurements were higher and used to recalibrate the sensor. Investigation included review of bionic reports, user coaching on hypoglycemia treatment. Investigation of this case revealed that overcorrection for low blood glucose likely prompted additional insulin delivery by the automated system, contributing to continued low readings, and that recalibration aligned sensor values closer to fingerstick values with subsequent glucose rise to 84 mg/dl on the ilet and 103 mg/dl by fingerstick. Symptoms included lethargy associated with hypoglycemia. Outcomes included temporary interruption of normal activities due to the need for repeated carbohydrate intake and monitoring, without hospitalization or emergency care. It was concluded that the event was consistent with hypoglycemia associated with user overcorrection and sensor calibration needs, with resolution following education, recalibration, and appropriate oral glucose treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.